Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported additional imaging was performed with susceptibility from spinal stimulator leads being noted from the right at the level of l1 extending cephalad in the dorsal lower thoracic canal. The patient reported that they are still having pain that is sharp, achy, throbbing, burning, stabbing, radiating, and increasing with activity in nature.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported their was lead migration/dislodgement and an increase in pain. The system was reprogrammed on (B)(6) 2024. On (B)(6) 2024, patient reported that he is still having bad day but more good days. The patient has been adjusting his stimulator with medtronic reps at today's appointment. On (B)(6) 2024 visit, patient reported that he has had to increase his setting due to increased in patient pain on (B)(6) 2024. Patient stated that he has met with medtronic and reprogrammed his stimulator about two weeks ago. The patient had no relief since the reprogrammed and came today to discuss lead revision.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025. Product type lead product ID 977a260 serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-oct-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 17-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the entire system was explanted and not replaced on (B)(6) 2025. The disposition of the device was unknown. Additional information was received reporting that the event was unresolved with no further action planned. Additional information was received reporting that the event was unresolved at the time of the study exit/study closure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.